Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that pump will not stop. Even when peddle is released.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.